Manufacturer narrative:
B5: updated/added information. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: conclusions code 1 - according to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to: stent graft migration.

Event description:
Reportedly, the tgm404020e component moved distally for a length of about 2 cm and into the ostium of the aberrant right subclavian artery post deployment. Subsequently, an additional three gore® tag® conformable thoracic stent grafts were deployed distally and a bare metal cook dissection stent was also implanted as the most distal component for stabilization. During a re-intervention on (B)(6), 2019, the aortic arch was opened and surgical graft was reportedly implanted between the brachiocephalic artery and the gore® tag® conformable thoracic stent graft tgm404020e by sewing the surgical graft to the latter as a consequence of the stent's achieved malposition.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent thoracic endovascular repair for a chronic type b dissection and was treated with a gore® tag® conformable thoracic stent graft with active control system. The patient presented with an aberrant right subclavian artery. Reportedly, the tgm404020e component moved distally for a length of about 2 cm and into the ostium of the aberrant right subclavian artery post deployment. On (B)(6) 2019, a surgical graft was reportedly implanted between the brachiocephalic trunc and the gore® tag® conformable thoracic stent graft tgm404020e as a consequence of the stent's achieved malposition.